Event description:
Drew blood from a patient and was activating the safety device which broke causing the needle to hit the finger of the lab tech.end nearest the hub was broken.after the needle was withdrawn from the patient's arm, as the tech went to dispose of it the safety shield failed.

Event description:
Drew blood from a patient and was activating the safety device which broke causing the needle to hit the finger of the lab tech.end nearest the hub was broken.after the needle was withdrawn from the patient's arm, as the tech went to dispose of it the safety shield failed.